Event description:
It was reported that a post-op x-ray taken the same day as the primary hip replacement indicated dislocation. A closed reduction was attempted and failed, and the patient was revised the same day. During the revision, the adm/ mdm poly insert was found floating in the joint. The 46f adm/ mdm poly insert and 28+0 biolox head were revised to another 46f adm/ mdm insert and 28 +4 biolox head. Intraoperatively, the biolox head was still attached to the stem trunnion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that a post-op x-ray taken the same day as the primary hip replacement indicated dislocation. A closed reduction was attempted and failed, and the patient was revised the same day. During the revision, the adm/ mdm poly insert was found floating in the joint. The 46f adm/ mdm poly insert and 28+0 biolox head were revised to another 46f adm/ mdm insert and 28 +4 biolox head. Intraoperatively, the biolox head was still attached to the stem trunnion.